Event description:
Complainant alleged that medics responded to a call for a male pt in cardiac arrest. The attending physicians attempted to shave the pt's chest prior to applying electrodes, however the pt's chest hair was very thick, and electrodes were placed on the pt's partially shaven chest. Upon an attempt to defibrillate the pt, the device failed to discharge,and prompted an unk "pacer fault" message. Complainant did not indicate that there was any adverse effect to the pt,due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation,and this complaint is still under investigation.